Event description:
It was reported that the patient presented with high impedance. Normal mode output current was turned down to 0.25ma and retested normal mode diagnostics and it remained unresolved. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.